Event description:
The customer reported the system froze up, locked up during a case. Then it would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.